Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. There was no confirmation of any anomaly in the reprocessing process or evidence of misuse of the device. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported angulation was broken on the subject device. No procedure was affected by this event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material which could not be removed even with correct reprocessing was found in the device. In addition, angulation was reduced, air and water flow was insufficient because the nozzle was clogged, the adhesive on the bending section was worn, the markings were unclear due to peeling of the coating caused by handling, the cord was damaged, the objective lens was scratched, the light guide lens was chipped due to handling, the distal end was damaged, and the control section was damaged due physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.